Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shut down and then powered back on while on battery. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the issue occurred while in use. There was no harm reported as a result of the device issue. The rse advised to the customer that when a diagnostic code 1101 (ventilator restarted due to anomalies detected during operation) occurs in conjunction with a diagnostic code 3007 (software exception), then no action should be required. The customer confirmed that only the 1101 diagnostic code was found in the log. The customer was informed that the manufactures recommendation for the error code found was to first reload the software and then, if the issue persists, to replace the central processing unit (cpu). The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 29sep2023, the customer confirmed that the device software was reloaded but it did not resolve the device issue. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced and appeared to have resolved the device issue. The customer confirmed that the device was returned to full functionality and was back in use. The customer stated that the patient information from the time of the event was unavailable, and the replaced cpu pcba was unavailable for return because it was scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.